Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. For any product information received. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of malpositioning.

Manufacturer narrative:
Conclusion and justification status: the complaint was received as one of 7 global unite revisions that took place in (B)(6) between 2012 and 2013. Depuy was informed that the global unite humeral component when used in conjunction with the global unite head in hemi stemmed shoulder prosthesis had a significantly higher revision rate than that of similar implants in the (B)(4) market as identified by the (B)(4). The (B)(4) requested depuy to provide information to nine points regarding the global unite humeral component / global unite head in hemi stemmed shoulder prosthesis with higher than expected revision rate. The original questions and depuys response can be found in the attached email (global unite tga response.msg) and particularly the document named global unite response final 23oct2015.pdf. The depuy response summarised that depuy¿s internal complaints database was searched and cross-referenced to identify these seven revisions. Four of the seven revisions have been reported to depuy. The four surgeons who performed each revision were contacted in an attempt to receive further explanation of the events. Their responses were generally very consistent, and they expressed that shoulder hemiarthroplasties are, on the most part, not done particularly well (especially for trauma cases) by a majority of surgeons; noting that a surgeon may not get the best outcomes if they do not regularly implant hemiarthroplasty devices. In each case, it was noted that the reason for revision was not due to the implant. The surgeons noted that it was either an issue with the technique used (e.g. Suturing technique, overtightening of the tuberosities) when the initial implant was placed, or, as per many hemiarthroplasties, there was failure of the tuberosities and bone to reunite around the implant. It was felt that the modularity of the global unite implant, as opposed to other design features of the implant, was the most significant factor in revision, with the surgeons feeling that because it is easier to convert than other competitive products, a surgeon would be more likely to revise a patient with a modular implant; therefore leading to a higher perceived revision rate. This explanation from the surgeon feedback is supported by the (B)(4) njr 2015 annual report which states: ¿new shoulder replacement designs are also rapidly entering the market place including ¿platform systems¿¿this introduction may result in an increase in revision rates in some groups while the options for revising more traditional replacements remains more limited.¿ no devices were returned with this report for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.